Event description:
A pacing lead was returned from a competitor with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately three months after implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and no anomalies were found.